Event description:
During testing/maintenance by a service technician this bio-console 560 controller had an issue with the power supply, and constantly displayed ac power failure. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that no error warning message appeared, there was no visible air in system/tubing and there was no abnormal electrical event. It was a problem with the power supply.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that due to the high cost, the customer declined the repair. The unit was returned to the customer unrepaired with a 'do not use' label affixed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that bio-console 560 had a power failure issue. Service tech observed the power supply and batteries where defective, assy system controller is defective, power cord is missing, and ui interface cable has wear and tear. Issue was resolved by replacing the batteries x2, power supply, assy system controller, power cable, and ui interface cable. Preventive maintenance was performed as per specification. Additional info h6: updated the fdm, fdr, and fdc codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: during testing/ maintenance by a service technician at customer facility, this bio-console 560 controller had an issue with the power supply, and constantly displayed ac power failure. This was detected during testing so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that no error warning message appeared, there was no visible air in system/tubing and there was no abnormal electrical event. It was a problem with the power supply. Correction e: initial reporter name, phone number and email address updated. Correction h10: device evaluation summary: the reported ac power failure was verified during service. Service tech observed the power supply and batteries where defective, assy system controller is defective, power cord is missing, and ui interface cable has wear and tear. The issue will be resolved by replacing the batteries x2, power supply, assy system controller, power cable, and ui interface cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.